Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was returned for evaluation. Based on the available information, the exact root cause of the reported bleeding cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device was used. When the device was inserted into sheath, the first click was a success and the second click he thought had happened; although it did not, and the anchor was not locked. Was left in the patient's body. The patient's condition was stable. Was placed by a resident that had never been trained. It was discussed with doctor for an ultrasound post placement and doppler to check pulse. All was reported to be good and the patient was doing well and was going home. There was no patient injury, medical/surgical intervention required. The procedure was a success. Additional information was received on 25jan2021. The type of procedure being performed was a cli, kissing covered stents placed in iliac and right common femoral artery (cfa) endarterectomy. A 7fr procedure sheath was used. A pre-deployment angiogram was performed. There were issues with deployment. Hemostasis was achieved manually. The doctor manually felt pulse. Additional information was received on 27jan2021. An ultrasound was not performed; the doctor stated the pulse felt was enough. Doppler post operation was recommended to the doctor to ensure pulse no ischemia, confirmation of doppler was not received.